Event description:
According to the reporter: during the intervention the staples did not shut. They tried with 4 different sulus of same lot and the same issue occurred.

Manufacturer narrative:
(B)(4).